Manufacturer narrative:
The device is an installed acuity central monitoring system that utilizes a central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. Welch allyn engineering confirmed through analysis of the log file that the system rebooted itself. Analysis of the log file showed that the reboot was caused by a connectivity change of a monitor that changed from hard-wired to wireless. This connection change resulted in a context pt file restore error message. This error message caused an automatic system reboot. By design acuity central monitoring system quits and restarts when a context pt error occurs. After the automatic system reboot, the acuity central monitoring system resumed normal operation.

Event description:
The customer stated that the acuity central monitoring system rebooted itself causing a temporary loss of central monitoring. There was no report of any pt harm as a result of the event.